Event description:
The center reported a blood leak wiht the CT 190 g dialyzer. Approximate blood loss for the patient, 150cc. (The blood was not returned to the patient.) This was noted due to the fresinious 2000k machine alarming. Blood leak was confirmed with a positive hemastix. Center states dialyzer was reused. A new setup was used to resume treatment. The patient was taken to the ER for evaluation and pt had a temporary loss of conciousness.